Manufacturer narrative:
Additional information: the dislodged stent was ballooned by a non-medtronic device. No resistance was noted during withdrawal of the device. The dislodged stent was implanted on the left anterior descending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during delivery of the onyx frontier drug eluting stent to the distal right coronary artery, stent dislodgement occurred. The stent was subsequently ballooned in the vessel, but not at the location of the lesion. The lesion was located in a moderately tortuous and moderately calcified segment of the artery. The device was inspected prior to use and negative prep was performed, both with no issues noted. The lesion was pre-dilated prior to the event. The device did not pass through a previously-deployed stent. No resistance was encountered during device advancement, and no excessive force was used. The dislodged stent was not removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: another onyx device was successfully placed in the target lesion (rca) without any issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.